Manufacturer narrative:
Device was used for treatment, not diagnosis. Ethnicity and race were not provided for reporting. UDI: (B)(4). Upc- (B)(4). Expiration date-na. Lot number-ni. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A (B)(6) female consumer stated she used band-aid extra wide sport strip to cover a surgical wound that was draining to protect their clothing and bedding. The consumer stated they had a very bad reaction to the bandage. Consumer stated the area was reddened and is slightly larger than a quarter. The consumer used non-stick gauze and sensitive skin tape to cover the area and protect from rubbing her clothes. Loose fitting clothes were also worn to avoid irritation and pain from the event. The consumer stated she sought medical intervention and was seen by two health care professionals (hcp) on two separate occasions. The hcps examined the area and recommended the consumer apply bacitracin to the wound and contact the physicians again if the condition has worsened. The symptoms improved after product was last used and consumer was still experiencing symptoms while reporting this event.